Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the ins was explanted on (B)(6) 2017. The settings prior to the ins replacement included the following: 5.5 volts, 80 hertz, and 150 microseconds using a continuous setting.

Manufacturer narrative:
Analysis determined the ins depletion was considered normal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) with a low lifetime. The patient's stimulation parameters were usual and the ins only had a lifespan of two months. The ins was replaced. It was unknown what factors may have caused or contributed to the issue. It was also unknown what diagnostics or troubleshooting was performed. No further patient complication was associated with the event.